Event description:
The window indexing function of the shaver handpiece does not work properly. No injury or delays reported with this event.

Manufacturer narrative:
Investigation results: the customer's reported problem was confirmed. In addition, the investigation found that the handpiece started on its own when connected to the console. An investigation for this failure mode is in process.